Event description:
MFR rep reports the pt was experiencing severe shocking when going through security. System integrity was suspected so the device was explanted and returned to the MFR for analysis. F/u has been attempted by the MFR, but no additional info has been rec'd at the time of this report. A f/u report will be sent when additional info is rec'd.

Manufacturer narrative:
Additional information received from the hcp subsequent to request by manufacturer for device interaction information indicates the patient experienced pain and burning during security screening where a metal detector was in use. Hcp stated the clinical consequence of the event was increased pain and loss of benefit from spinal stimulation. Injury listed included pain, burning and altered paresthesia. Hcp stated the methods used to diagnose and determine the extent of injury included telemetry and x-ray. The physician noted the implanted device stopped giving paresthesia in the region that it previously did resulting in decreased pain management for the patient and the product was explanted. Final device analysis results reveal - no anomaly found. Ipg is functionally ok.